Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ecp0110gv, biopsy instrument, allegedly experienced device contamination. This information was received from a single source. This malfunction did not involve a patient, patient details were not provided.